Manufacturer narrative:
(B)(4) concomitant products: guide wire: tgv marker wire, sion blue; guide catheter: hyperion 6fr jl 4.0 st; stent: 2.5 x 23 mm xience xpedition. (B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a simliar issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, 90% stenosed, mid circumflex/posterior descending arteries. A kissing balloon technique (kbt) was performed on the lesion with a 2.5x12 mm traveler rx balloon catheter and a non-abbott balloon catheter. After intravascular ultrasound was performed a 2.5x23 mm xience xpedition stent was placed in the lesions. Kbt was performed again with same balloons. An attempt was made to cross a 2.5x38 mm xience xpedition; however, it did not cross the lesion due to calcification and tortuosity proximal to the deployed xience xpedition stent. The xience xpedition stent delivery system (sds) was removed from the patient and additional pre-dilatation was performed mid to proximal in the lesion. Another attempt was made to cross with the same 2.5x38 mm xience xpedition sds; however, was not able to cross. During retraction of the xience xpedition sds from the patient the proximal edge of the stent implant came into contact with the tip of the guiding catheter and slight resistance in the guiding catheter was noted. After retraction of the sds into the rotating hemostatic valve (rhv) the stent implant dislodged in the rhv. The stent implant was removed from the rhv and another same size xience xpedition sds was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.